Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.

Event description:
Notes: this report pertains to the first of two reported malfunctions which occurred during the same procedure. It was reported to boston scientific corporation on september 1, 2008 that during use of a resolution clip device, the clip was difficult to release. Refer to associated MFR report #3005099803-2008-04943, for a description of the second device.